Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: one empty open foil, a labeled winding former and a needle-suture combination of product code sxmp1b106 were returned for analysis. Visual inspection and functional testing were conducted on the returned device. Upon visual inspection of the sample received, it was observed body fluids and marks on the body needle appear by a surgical instrument. The suture was examined along of strand, body fluids along of strand and damaged on the first loop were found; causing that the loop was opened. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. In addition, the functional test was performed using a instron and the tensile force were above the minimum requirements. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior spinal fusion procedure on (B)(6) 2022 and barbed suture was used. The adjustable loop/suture strand end of the stratafix spiral was found to be broken during skin closure. The procedure was completed successfully. No adverse patient consequences were reported. Additional information was requested